Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -9.0/2.0/094 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The patient experienced a low vault with rotation. On 15/june/2023 the lens was repositioned but that did not resolve the problem. On (B)(6) 2024, the lens was exchanged with the same model, longer length, different axis (implanted vertically) and the problem was resolved. The reporter indicated the cause of the event is unknown.